Event description:
It was reported that during a shift check, the autopulse platform displayed an "out of service, revert to manual CPR" message upon power on. The message was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform show no damages to the platform. No archive data was able to be retrieved for the date of the event because the archive data was corrupted. Functional testing could not be performed due to the occurrence of the system error message. The system latch error 136 (internal parameter corrupted) was observed when the platform was powered on. Further investigation found that the cause of the system error message was due to a defective processor pca board. It was also observed that the encoder gearbox was sticky. Based on the investigation, the parts identified for replacement are the encoder gearbox and the processor pca board. In summary, the reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was confirmed based on functional testing. This error message was found to be due to the defective processor pca board. The sticky encoder gearbox observed during investigation is not related to the reported complaint. Upon replacement of the processor pca board and the encoder gearbox, the platform passed all testing criteria.